Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to recurring incontinence. The device was working as expected but the patient complained that the recurring incontinence was troublesome. The components were replaced due to the age of the components. A patient outcome of no complications was reported.